Event description:
Same case as MDR ID# 2134265-2015-04744. It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the distal right coronary artery (rca). A 28mm x 5.00mm taxus¿ liberté¿ stent was selected for use and advanced to treat the lesion; however, resistance was encountered upon advancing the device and the stent failed to cross the lesion. Upon removal of the stent delivery system (sds) from the ostial rca, the stent was dislodged. A 2.00mm x 15mm emerge¿ balloon catheter was attempted to be used to treat the dislodged stent but the balloon catheter failed to cross the lesion. The balloon was removed and the dislodged 28mm x 5.00mm taxus¿ liberté¿ stent was deployed into place. Subsequently, a 5.00mm x 12.00mm taxus¿ liberté¿ stent was selected for use to treat the target lesion. Initially, the physician attempted to use a 145, 5-in-6 guidezilla¿ guide extension catheter to cross the lesion; however, the guide extension catheter shaft was kinked. The guide catheter was replaced with a new one and the 5.00mm x 12.00mm taxus¿ liberté¿ stent was advanced to treat the lesion. Again, resistance was met while advancing the 5.00mm x 12.00mm taxus¿ liberté¿ stent to the lesion. When the stent was retrieved to the location next to the previously dislodged 28mm x 5.00mm taxus¿ liberté¿ stent, the 5.00mm x 12.00mm taxus¿ liberté¿ stent was dislodged. The physician then used a non-specific balloon catheter to dilate and deploy the dislodged 5.00mm x 12.00mm taxus¿ liberté¿ stent into place. Another 20 x 4.50mm taxus¿ liberté¿ stent was selected for use and advanced but still failed to cross the target lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04744. It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the distal right coronary artery (rca). A 28mm x 5.00mm taxus liberte stent was selected for use and advanced to treat the lesion; however, resistance was encountered upon advancing the device and the stent failed to cross the lesion. Upon removal of the stent delivery system (sds) from the ostial rca, the stent was dislodged. A 2.00mm x 15mm emerge balloon catheter was attempted to be used to treat the dislodged stent but the balloon catheter failed to cross the lesion. The balloon was removed and the dislodged 28mm x 5.00mm taxus liberte stent was deployed into place. Subsequently, a 5.00mm x 12.00mm taxus liberte stent was selected for use to treat the target lesion. Initially, the physician attempted to use a 145, 5-in-6 guidezilla guide extension catheter to cross the lesion; however, the guide extension catheter shaft was kinked. The guide catheter was replaced with a new one and the 5.00mm x 12.00mm taxus liberte stent was advanced to treat the lesion. Again, resistance was met while advancing the 5.00mm x 12.00mm taxus liberte stent to the lesion. When the stent was retrieved to the location next to the previously dislodged 28mm x 5.00mm taxus liberte stent, the 5.00mm x 12.00mm taxus liberte stent was dislodged. The physician then used a non-specific balloon catheter to dilate and deploy the dislodged 5.00mm x 12.00mm taxus liberte stent into place. Another 20 x 4.50mm taxus liberte stent was selected for use and advanced but still failed to cross the target lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).